Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unk synthetic mesh system on an unk date to treat stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered debilitating injuries, mesh erosion, hardening, chronic pain, and worsening urination, has suffered mental anguish, and the need for additional surgery within months after the initial implant procedure. Plaintiff's attorney also alleged plaintiff has experienced severe and permanent injuries and pain, pain and suffering, severe emotional distress, and disability.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.